Manufacturer narrative:
Concomitant medical products: cd3365-40q st jude crt-d; 1458q st jude lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited r-wave oversensing. The lead remains in use. The patient is a participant in the post approval network (pan) study. No patient complications have been reported as a result of this event.